Event description:
I used icy hot patch on my hip which resulted in significant burns. I still have 4 scars on my left hip. I was away from home and did not seek medical help, but treated the burns myself. Dose or amount: 1 patch, frequency: once, route: top. Dates of use: 2007. Diagnosis: arthritic hip pain. Event abated after use stopped: yes.